Manufacturer narrative:
Additional information: d4, h3, h4, h6, h10 h4: the lot was manufactured between august 10, 2023 - august 14, 2023. H10: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contained the unit. The cause of the leak inside the bag was found to be an untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test was performed, and the device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified. The cause of the reported condition was use-related due to not securely tightening the blue winged cap. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.